Event description:
It was reported that during central processing, the force bipolar had one side of the tip hanging off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken instrument grips- tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base.

Event description:
Refer to h10/h11 for follow-up information.